Manufacturer narrative:
The device, was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was performed and showed no non conformances or deviations associated with the serial number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that upon switching on the camera system no clear picture could be seen on the screen, only a blurry, dull picture. After inspecting the lens the shaft appeared bent. This occurred at the start of a knee arthroscopy procedure. The surgery was postponed to another date as there was no back up available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.